Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance of over 9000 ohms. Device has been disabled. Patient has been referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received. It was later noted that the generator was not replaced and was left implanted in the patient since there was no malfunction seen with the generator. No other relevant information has been received to date.

Manufacturer narrative:
B5. Description of event, previous report inadvertently stated that the non-suspect product was explanted but was left implanted.

Event description:
It was reported that the patient underwent generator replacement. The patient consented only to have a ¿generator replacement¿ and not a ¿full lead revision¿. During the case a test resistor pin was used to determine that the cause of high impedance was due to the patient implanted lead, as the implanted generator tested accurately. Since the patient did not consent to have the existing lead removed and replaced with a new one, the surgeon was unable to provide a functioning vns system to the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Health effect, previous reports inadvertently did not code f1901.